Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) and healthcare provider (hcp) reported the hcp was uncertain if the lead was in the epidural space. Uncomfortable stimulation and overstimulation were reported. They were considering doing a revision. The hcp wanted to do this in two stages. In stage one, they would cut the lead at the lead incision site and remove the lead tip. In the second stage, they would remove the rest of the lead and replace the rest. It was inquired if this would cause the patient any issues. Technical services reviewed that putting medical adhesive or connector boot on the end was considered off label. The labeling did not address cutting the lead either. It was reviewed that full body mris were not recommended for patients with abandoned leads. If they went forward with this, technical services reviewed they would want to change the information so the patient programmer displayed this if the patient needed an MRI for any reason. It was reported the hcp wanted to do it in two stages because he initially had a difficult time getting into the patient's epidural space and thought the patient had cerebrospinal fluid (csf). The hcp wanted to try implanting the lead retrograde. Additional information received from the healthcare provider (hcp) reported that during the procedure, the impedances were fine within normal limits and the leads were placed at the proper location. The patient moved on the table, and due to that it was suspected that the needle may have punctured the dura in the spinal cord. This was later confirmed via imaging. The puncture was healed and that issue was resolved without any further adverse effects. Later, it was discovered that the patient had an infection at the implantable neurostimulator (ins) site. No tests were done, but it was clearly an infection because the hcp saw some murky fluid and some inflammation. On (B)(6) 2015 the entire spinal cord stimulation system was explanted. The patient was given antibiotics and the infection had completely resolved. There were no intentions to re-implant. It was noted the patient's medical history included an infection at the device site of a different manufacturer's device as well. Relevant medical history included non-malignant pain.